Event description:
Contact reported that post-op x-ray revealed one rod was dislocated at c1-2 and the other at c6-7. A revision was performed and the rods were fixed properly and the setscrews were replaced with new ones. As surgical intervention occurred an MDR is being filed.